Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (health effect - clinical code), h6 (investigation findings) and h6 (investigations conclusions). Corrected section h6 (health effect - impact code). H10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The device was not returned for evaluation as it remained implanted, therefore customer report of endocarditis could not be confirmed by product evaluation. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most of which probably occurs intraoperatively. Besides the patient own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. Since there are multiple modes of contamination other than the prosthesis itself, and no indication or allegation that the patient infection was device related, the event was likely due to patient and/or procedural-related factors. A definitive root cause cannot be conclusively determined, however, patient and/or procedural factors likely caused or contributed.

Manufacturer narrative:
H10: additional manufacturer narrative: this is one of four manufacturer reports being submitted for this article. Refer to medwatch number 33198, 33199, 33200 and 33201 for additional event within the same article. The dates of the events are unknown; however, the article was received for publication on (B)(6) 2022. Therefore, the date the article was received for publication was used as the occurrence date. The subject devices are not available for evaluation as they remain implanted. Article citation: kermen s, strella j, aupart a, espitalier f, aupart m, bernard a, bourguignon t. Durability of a bovine pericardial aortic bioprosthesis based on valve academic research consortium-3 echocardiographic criteria. Jtcvs open. 2022 may 29;11:72 80. Doi: 10.1016/j.xjon.2022.05.008. Pmid: 36172410; pmcid: pmc9510819. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article " durability of a bovine pericardial aortic bioprosthesis based on valve academic research consortium-3 echocardiographic criteria" , the following was identified involving edwards devices: 3 patients with a valve model 3300tfx implanted in aortic position experienced early endocarditis after an unknown implant duration. No reintervention was performed.